Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge was at 85% and when plugged into a power source, the battery gauge displayed 2%. There was no impact to the user's blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available.